Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 66 mg/dl which caused him to pass out and was taken to the emergency room on (B)(6) 2016. Customer was treated and released, but did not feel well and was taken back to the hospital that night. Customer's blood glucose was 600 mg/dl; customer was admitted into the hospital. During troubleshooting, it was found that the infusion set cannula was lying flat against the skin and was not in the body, which is what caused the high blood glucose. Customer reported to be a brittle diabetic, which is what was causing erratic blood glucose readings. Customer was advised to monitor blood glucose and insulin pump.